Manufacturer narrative:
The subject device was not returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 25, olympus medical systems corp. (Omsc) received the literature "insulated-tip knife tunneling and c-shaped incision for esophageal endoscopic submucosal dissection: an initial western experience¿. The purpose of the literature was to investigate the feasibility and safety of it-knife tunneling and c-shaped incision esophageal esd in the west. All esd procedures were performed with an olympus gif-h190 upper endoscope (olympus) fitted with a disposable straight soft distal attachment (d-201-11804; olympus). If submucosal fibrosis was encountered, esd technique would be converted to dualknife (kd-650u); olympus) dissection for the fibrotic areas. A dualknife was used for making cautery markings around the lesion and an it-knife nano (kd-610l; olympus) was used for submucosal dissection. Blood vessel coagulation was performed with a coagrasper hemostatic forceps (fd-410lr; olympus). An electrosurgical generator and an injection needle were used, but the devices were non-olympus devices. In the literature, it was reported one case of an intraprocedural bleeding requiring one unit of packed red blood cells and one case of a delayed bleeding requiring emergency endoscopy. There is no more information about one case of an intraprocedural bleeding requiring one unit of packed red blood cells. The literature wrote, ¿there was one case with delayed bleeding requiring emergency endoscopy. This patient was a cirrhotic who did not require a blood transfusion but repeat endoscopy noted a bleeding submucosal vessel that was coagulated.¿ based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, one case of an intraprocedural bleeding requiring one unit of packed red blood cells and one case of a delayed bleeding requiring emergency endoscopy might be serious injury, and the olympus knife might be used when the cases occurred. This is the report regarding one case of a delayed bleeding requiring emergency endoscopy.

Manufacturer narrative:
The subject device was not returned to olympus. Therefore, the exact cause of the reported event could not be conclusively determined. Since the lot number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there was no description of the device's malfunction.

Event description:
On october 25, olympus medical systems corp. (Omsc) received the literature "insulated-tip knife tunneling and c-shaped incision for esophageal endoscopic submucosal dissection: an initial western experience¿. The purpose of the literature was to investigate the feasibility and safety of it-knife tunneling and c-shaped incision esophageal esd in the west. All esd procedures were performed with an olympus (B)(4) upper endoscope (olympus) fitted with a disposable straight soft distal attachment ((B)(4); olympus). If submucosal fibrosis was encountered, esd technique would be converted to dualknife ((B)(4); olympus) dissection for the fibrotic areas. A dualknife was used for making cautery markings around the lesion and an it-knife nano (kd-610l; olympus) was used for submucosal dissection. Blood vessel coagulation was performed with a coagrasper hemostatic forceps ((B)(4); olympus). An electrosurgical generator and an injection needle were used, but the devices were non-olympus devices. In the literature, it was reported one case of an intraprocedural bleeding requiring one unit of packed red blood cells and one case of a delayed bleeding requiring emergency endoscopy. There is no more information about one case of an intraprocedural bleeding requiring one unit of packed red blood cells. The literature wrote, ¿there was one case with delayed bleeding requiring emergency endoscopy. This patient was a cirrhotic who did not require a blood transfusion but repeat endoscopy noted a bleeding submucosal vessel that was coagulated.¿ based on the available information, a direct relationship between the olympus product and these complications could not be determined. However, one case of an intraprocedural bleeding requiring one unit of packed red blood cells and one case of a delayed bleeding requiring emergency endoscopy might be serious injury, and the olympus knife might be used when the cases occurred. This is the report regarding one case of a delayed bleeding requiring emergency endoscopy.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.